Manufacturer narrative:
Reference manufacturing report number 2015691-2013-20945. The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the access site bleeding cannot be confirmed; however, procedural (extended length of the procedure due to the valve embolization) and patient factors (female gender and advanced age) may have increased the risk for apical access issues. There was no report of difficulty advancing or withdrawing the ascendra sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the patient received 4 units of packed red blood cells and 2 units of fresh frozen plasma due to bleeding at the apical access site. The valve was fully deployed in the sinuses of valsalva (sov) and eventually embolized into the ascending aorta. The patient¿s systolic blood pressure dropped into the 60's and was not recovering. The patient was placed on cardiopulmonary bypass (cpb) and the wire was left in place to ensure the embolized sapien valve did not flip. A second sapien valve was then implanted in a 70:30 aortic position, with no paravalvular leak (pvl) noted. The embolized valve was then successfully stented open in the ascending aorta with a 36 mm x 45 mm thoracic endograft. The apex was closed and a single chest tube was left in place. The patient received 4 units of packed red blood cells, 2 units of fresh frozen plasma, and 2 units of cryo total during the procedure due to bleeding from the apical access site. The patient was weaned off of cpb and transferred to the intensive care unit, intubated and in stable condition. Two days post tavr the patient was noted to be extubated neurologically intact and doing well. Per the edwards field clinical specialist, the extended length of the procedure (due to the valve embolization) contributed to the abnormal amount of bleeding from the access site.